Manufacturer narrative:
The product has been returned for investigation and is in the investigative stages. A follow-up report will be submitted once the investigation is completed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-2" message with the adc device and as a result, the customer experienced dizziness, confusion, shaking, lightheadedness, and a loss of consciousness. The customer further reported being able to self-treat with a glucose tablet and no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Visual inspection has been performed on the de-cased returned reader's pcba (printed circuit board assembly) and no issues were observed. The reader powered on and displayed an ER-2 message. The reader's built in self-tests were unable to be performed. Inserted the returned reader into a testing fixture and pressure was applied to the cpu (central processing unit). The ER-2 message continued to display. Further extended investigation has been performed and the returned battery was measured within specifications. Solder balls were observed near the port pins and readers memory chip however, they are not positioned in away that would affect the memory chip. A current check was performed between the battery and the reader. The results were within specifications. The reader¿s serial number was internally checked, and the reader did not recognize the serial number. Once the serial number was manually set, the serial number is verified by the reader¿s cpu and the ER-2 message disappeared and the reader¿s built in self- test were successful. The issue is confirmed to a software issue attributed to memory corruption of the cpu. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-2" message with the adc device and as a result, the customer experienced dizziness, confusion, shaking, lightheadedness, and a loss of consciousness. The customer further reported being able to self-treat with a glucose tablet and no further information was provided. There was no report of death or permanent impairment associated with this event.